Event description:
During insertion of schanz screws and 4 clamps, one of the four schanz screws would not seat. Surgeon changed the clamp and screw and was still unable to seat the screw.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Event description:
Report received from (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by (B)(4). Report received indicates the complained transpedicular schanz screw was sent to the responsible product manager and the manufacturing plant for investigation. The evaluation noted the clamp does not fit over the screw. The screw was measured and found to be manufactured not according to the print specifications. During the turning process in manufacturing the issued occurred. The cutting tool becomes worn after a certain period, the cutting pressure increases leading to this occurrence and the material was not cut thoroughly.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found. Investigation is on going; no conclusion could be drawn.